Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: confirmation: a revision surgery right hip for ¿taper corrosion¿ was confirmed. A revision for similar reasons on the left hip could not be confirmed although there was reference to the procedure in passing in an operative note for the right. Elevated metal levels could not be confirmed for either side without additional medical records. Injury could not be established on either side without additional medical records. Root cause: the root cause for both sides was likely an lfit-accolade tmzf trunnion issue but the events could not be confirmed. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review indicated: a revision surgery right hip for ¿taper corrosion¿ was confirmed. A revision for similar reasons on the left hip could not be confirmed although there was reference to the procedure in passing in an operative note for the right. Elevated metal levels could not be confirmed for either side without additional medical records. Injury could not be established on either side without additional medical records. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt.

Manufacturer narrative:
An event regarding elevated ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event alleged injuries from implantation and explantation and excessive levels of chromium and cobalt, could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt.